Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose with blood glucose of 671 mg/dl at the time of the incident. The customer was given intravenous insulin to treat. The customer did not mention any symptoms. It is unknown if the customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer had a low blood glucose incident of 40 mg/dl when they were hospitalized. The customer went up to the 200 mg/dl range after being treated for the low. The customer also reported blood at site where they had to remove a sensor. The customer also had a liver malfunction. Troubleshooting was not completed and no further information was provided. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in describe event or problem with the initial report was incorrect. The correct information has been included with this report.

Event description:
Supplemental report was generated to delete out the information about the hypoglycemia.